Event description:
It was reported to medtronic minimed that the customer went on to pool and the pump alarmed showing flashing medtronic logo and pump is not turning on further. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for display issues and the pump is literally not turning on and display did not return after inserting new aa battery. No harm requiring medical intervention was reported. The customer will discontinue use of the device. Mmt-1884 was requested, and customer response was the device will not be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump received with a constant blank flashing white light display and constantly beeping due to moisture damage to lcd controller. Unable to perform self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to flashing white display. No flashing medtronic logo display noted. No blank display noted. The p-cap locks properly into the reservoir compartment. The pump was cut open to perform visual inspection and found moisture damage to force sensor, pcb1 board and pcb 2 board during visual inspection. The following were noted during visual inspection: corroded electronic assemblies, corroded battery tube, corroded motor home switch, scratched case, cracked battery tube threads, cracked keypad overlay, cracked lcd window, stained keypad overlay, keypad overlay texture damage, pillowing keypad overlay and cracked case (battery tube). Confirmed flashing white display during analysis due to moisture damage to lcd controller. Confirmed moisture damage to motor assembly, pcb1 board and pcb 2 board. Flashing medtronic logo display not confirmed due to flashing white display. Blank display not confirmed due to flashing white display. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.